Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: capsular contracture baker grade IV, pain, and anxiety-product/procedure.

Event description:
Patient representative reported "right breast pain, grade IV capsular contracture. The patient has not been diagnosed with bia-alcl." This record is for the right side. The device remains implanted.